Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2012. Approximately 10 years and 4 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. The patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044, and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
A2: added date of birth a3: added b1: corrected b2: corrected d1: correct d4: added catalog number, expiration date, serial number, and UDI d10 concomitant: (B)(6) 208-25-13 - cc tibial insert sz 5, 13mm (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 02-012-41-5040 - logic tibia traptray cem sz 5f/4t (B)(6) 02-012-41-5050 - logic tibia traptray cem sz 5f/5t (B)(6) 02-012-41-5050 - logic tibia traptray cem sz 5f/5t (B)(6) 204-04-55 - trapezoid tibial tray sz 5f/5t (B)(6) 204-32-01 - fluted stem extension 11l x 12 mm (B)(6) 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5 (B)(6) 2200654 02-012-44-5011 - logic tibia implant psc insert, sz (B)(6) 200-02-35 - three peg patella 35mm (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 210-01-05 - nmc femoral sz 5 e1: corrected e2 / e3 / e4: corrected g4: added 510k number h4: added device manufacture date h6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided.